Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a lower than labeled monitoring voltage. This observation was made when the device was interrogated in the package. The measured voltage was 2.94 volts, while the label stated 3.25 volts. A guidant technical services (ts) consultant discussed performing two cap reforms to see if the monitoring voltage returns to normal. However, ts recommended not implanting the device.